Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative regarding an implantable neurostimulator (ins). The reason for call was for the last 3-4 days, the ins battery is depleting a lot faster than it used to. Caller said the patient used to charge every other day and now it is like this. Caller stated they charged last night and it is already down to 60%. Caller confirmed pt charges to 100% when charging. Caller mentioned the patient fell at least a month ago on that side and it was black and blue in the area of the ins. The patient was redirected to their healthcare provider (hcp) to further address the issue. Caller states the patient has an appointment tomorrow at 9:30am for a back injection. Agent reviewed a possible adjustment may help.

Event description:
***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.***

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the medtronic device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.